Event description:
It was reported that the patient was seen in the emergency room (ER) with a lead warning of high impedance on the left ventricular (lv) epicardial lead. The physician is aware of the patient's symptoms and has scheduled that patient for a lead check. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead has not capturing and fracture was confirmed. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-65 lead implanted: (B)(6) 2008. (B)(4).